Event description:
Reportedly, the heart rate curve revealed an inappropriate point on printout; the printed curve, points as high as 300 min-1 were reached three times as ventricular heart rate. However, it was confirmed that such high ventricular heart rates were not shown in the heart rate curve displayed on the programmer screen.

Event description:
Reportedly, the heart rate curve revealed an inappropriate point on printout; the printed curve, points as high as 300 min-1 were reached three times as ventricular heart rate. However, it was confirmed that such high ventricular heart rates were not shown in the heart rate curve displayed on the programmer screen.